Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
A customer contacted baxter's (B)(4) reporting that the transfer set fell apart while on the homechoice (hc) machine during drain 2. The technical service representative (tsr) assisted the home patient (hp) in ending the therapy. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by (B)(4) to the hp on (B)(6) 2010, it was explained that the "metal thing" between the catheter and the transfer set became unscrewed on its own. The hp stated that he had clamped off the catheter immediately. The hp stated that he informed the nurse, and they performed a culture, which revealed a "little bug". The hp added that his doctor assured him that it was not peritonitis. The hp was given antibiotics. The hp stated that he resumed therapy the following night after the nurse had replaced the transfer set. Per hp, he had no symptoms. The hp confirmed that he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine. The hp did not have the lot number. During a follow up phone call by (B)(4) to the nurse on (B)(6) 2010 regarding the transfer set separation, the nurse informed that the transfer set had been in use for several months and was actually due to be changed now. Per nurse, the titanium adapter had no visible damage or residue on the threads. The separation occurred while the hp was sleeping. The nurse also confirmed that the separation occurred due to the titanium adapter becoming unscrewed. Per nurse, the "bugs" found were insignificant and refused to provide any more information on that. Per nurse, hp is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No further information was provided.